Event description:
The customer reported via phone call the sensor reading was 62 mg/dl and 52 mg/dl however blood glucose was 120 mg/dl. The customer stated that sensor reading was reading low and the insulin pump goes to threshold suspend. The customer's blood glucose was 142 mg/dl. The customer stated that she experienced difference for sensor and blood glucose events with multiple sensors. Troubleshooting was done. It was found that when customer removed the sensor the wire was bent. The customer was advised that sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.